Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post-implant that the right ventricular (rv) lead required lead advancement as the rv lead had dislodged and required more slack in the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.